Event description:
The customer reported that while on tissue, the device jaws would no longer open during a hand assisted colectomy. No further information was available from the site as to how the device was removed from tissue.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.